Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator would not power up, however, it was noted that the output connector was broken, lower case was broken, and the display wires were pinched and exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was "dead." The epg was returned for repair. There was no patient involvement. It was further reported via follow up that the epg would not power up or turn on; it was noted that the battery was checked out before turning the device on and it was okay. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.